Event description:
It was reporting that during pt transport, the ventilator went inop while running on an external battery. No pt harm reported. The pt was manually ventilated during the rest of the transport.

Manufacturer narrative:
Na